Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during therapy in the neonatal intensive care unit. A routine intravenous (IV) fluid bag change was completed by a bedside nurse at 1430, the device was programmed to deliver "d30" at a rate of approximately 5-6ml/hour (dose and programmed amount unknown). It was further reported that about an hour later the distal clamp was observed to be closed, the infusion had stopped and no alarm was allegedly triggered. It is unknown if the infusion was stopped in conjunction with clamping of the line, or if only the clamp was closed. The patient was reported to have presented increased hypoglycemia on an unreported date. No values for baseline blood glucose and/or the increased hypoglycemia were provided. The pump was reported to have undergone testing by the customer engineering team with no irregularities identified; all testing was reported passed. No additional information is available.